Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The insulin pump was not exposed to a strong magnetic field. The patient reverted to a backup plan of injections.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. We were unable to perform the error, occlusion, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file over written. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.